Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported pump running as if the fluid was being infused normally (while the bag wasn't spiked properly) was not reproduced. The device was flow tested three times and was found to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine using a spectrum iq infusion pump, the patient experienced a systolic blood pressure drop ¿to 50's¿. It was reported ¿a new bag of norepinephrine was hung, and the intravenous (IV) bag wasn't spiked by the IV set. "The pump was running as if fluid was being infused normally¿. At the time of this report, the medical intervention and patient outcome were not reported. No additional information is available.